Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. Also, the user facility reported that bw-412t was used for cleaning the instrument channel of this device and (B)(4) was used for cleaning around the forceps elevator. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the instrument channel of the subject device tested positive for klebsiella pneumoniae(300cfu/100ml). This device had been reprocessed using a non-olympus automated endoscope preprocessor made by getinge. Also, the user facility reported that a part of glue at the distal end of this device is missing. The forceps elevator was replaced in 2017 according to an olympus field corrective action. There was no report of patient infection associated with this report.